Event description:
The home patient (hp) reported chest and shoulder pain, similar to excessive air, while using the homechoice system for apd therapy. The hp reported that after receiving their final drain at the end of their apd therapy, they noted air bubbles in the patient line of the disposable set. The hp subsequently had their homechoice cycler replaced in 2003 but continued to experience chest pain using the replacement cycler. The hp then completed peritoneal dialysis via manual capd exchanges and continued to experience chest pain. Follow up with the hp's healthcare professional (hcp) revealed that they did not feel that any failure or malfunction of the homechoice cycler had occurred; the hp may have had a loose connection between their transfer set and the catheter adapter. As a result, the transfer set was replaced in 2003 and the hp was treated prophyliactically with cipro 500mg by mouth, twice daily for 14 days. Both the hp and the hcp state that there was no sustaining patient injury.